Event description:
It was reported that the inadvertently deployed upon unpackaging the device. An innova-china 5 x 40 x 130 was selected for use in the percutaneous artery procedure. The target lesion was in the left lower limb. After angiography was performed, the target lesion was prepped via balloon dilation. The innova device was unpacked aseptically, but it was noted that the stent was exposed from the delivery system. The physician attempted to re-constrain the stent within the delivery system but was unsuccessful. During device preparation, the delivery system was flushed, at which point the entire stent inadvertently deployed. The innova was replaced in order to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device analysis: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent was completely deployed. Microscopic examination revealed no additional damages. The thumbwheel lock was no longer on the thumbwheel. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the inadvertently deployed upon unpackaging the device. An innova-china 5 x 40 x 130 was selected for use in the percutaneous artery procedure. The target lesion was in the left lower limb. After angiography was performed, the target lesion was prepped via balloon dilation. The innova device was unpacked aseptically, but it was noted that the stent was exposed from the delivery system. The physician attempted to re-constrain the stent within the delivery system but was unsuccessful. During device preparation, the delivery system was flushed, at which point the entire stent inadvertently deployed. The innova was replaced in order to complete the procedure. There were no patient complications reported.